Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that during maintenance the 980 ventilator graphical user interface (gui) disappeared, alarmed and "ventilation stopped." It was noted that the battery had an issue. The device was available for evaluation. The medtronic service personnel (sp) inspected the ventilator and replaced the dc-dc converter printed circuit board assembly (pcba), user interface (ui) pcba and battery pack. The ventilator passed all testing per manufacture specifications at the time of service. One dc-dc pcb converter pcba, was received by medtronic for evaluation. A visual inspection was carried out and revealed significant thermal damage to the c32 capacitor. This issue has been previously addressed in an internal investigation. One ui pcba was received by medtronic for evaluation. A visual inspection was carried out with no anomalies were observed. The ui pcb was attached to the failure investigation test ventilator for analysis with no errors were observed. Conclusion: no fault found one battery pack was received by medtronic for evaluation. A visual inspection was conducted, and no anomalies were observed. The manual push button test on the battery showed 4 leds (light-emitting diode) green, indicating the battery pack was 80% charged. The battery pack was installed into the failure investigation test ventilator for analysis. The ventilator generated a diagnostic code with the message: ventilator primary battery adc (analog to digital converter) voltage out of range with a battery inoperative ( ! ) symbol showing on the status display. The battery pack did not start charging with the bottom 20% (led) giving an occasional flicker. The fault was isolated to a hardware short circuit protection fault within the battery. The most likely cause was damage due to power surge, as there was a spike which exceeded the battery limits. The cause of the event was isolated to thermal damage to c32 on dc-dc converter pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, the 980 ventilator graphical user interface (gui) disappeared, alarmed and "ventilation stopped." It was noted that the battery had an issue. The ventilator was not in use on a patient at the time of the event.